Event description:
Customer called to report that the unicel dxc 800 synchron system generated falsely high sodium, potassium, chloride, calcium and carbon dioxide results. The results were not reported out of the laboratory. When the issue was noticed, the samples were rerun on the other dxc instrument in the laboratory, the results of which were reported. On (B)(4) 2012, the field service engineer (fse) inspected the instrument and suspected that the carbon bridge was contaminated with gel. The fse replaced the carbon bridge, as well as the ratio pump. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The issue was resolved when the field service engineer replaced the carbon bridge. Customer has not called back to report any further issues relating to this event. Please note that the following medical device reports were filed based on the same set of events: MDR #2050012-2012-00591 (B)(4); MDR #2050012-2012-00592 (B)(4); and MDR #2050012-2012-00594 (B)(4).